Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that during gynecological surgery on (B)(6) 2007, the mesh was attempted to be implanted but abandoned due to needles perforating the bladder. No further information is available.